Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure, renal dysfunction, and infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. In addition, the evaluation of the submitted log files confirmed the report of low power advisory alarms. The submitted system controller event log file revealed low power advisory and power cable disconnect alarms throughout the data. These appeared to be due to the 14v li-ion batteries being run below the low power advisory threshold and subsequent routine power source exchanges. All of these events resolved when the power cables were connected to fully charged batteries. No atypical events or alarms were captured and the pump operated as intended at the set speed. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists right heart failure, renal failure, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also explains that the low voltage advisory alarm is triggered when there is less than 15 minutes of combined power remaining for the two heartmate 14 volt lithium-ion batteries (during battery-powered operation), or the system controller is receiving inadequate power from the power module. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05nov2015. The current heartmate 3 lvas IFU is , rev. C. This IFU lists renal dysfunction, right heart failure, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection.". Section 4 "system monitor" explains that the low voltage advisory is triggered when less than 15 minutes of combined power remain for the two heartmate 14 volt lithium-ion batteries (during battery-powered operation), or the system controller is receiving inadequate power from the power module. Immediately connect the system controller to a functioning power source. The low voltage advisory text banner is accompanied by one beep every four seconds. This section also explains that the low voltage hazard is triggered when less than 5 minutes of combined power remain for the two heartmate 14 volt lithium-ion batteries (during battery-powered operation), or the system controller is receiving inadequate power from the power module. Immediately connect the system controller to a functioning power source. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the low battery power advisory and hazard alarms, as well as how to respond to each alarm condition. The current heartmate 3 lvas patient handbook is also available. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the low battery power advisory alarm, and the proper actions associated with them. In the case of a low battery power advisory alarm (active yellow diamond symbol), the patient handbook states to promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). In addition, section 3 "powering the system" (under "low battery power operation") provides information regarding how the system responds during a low battery condition. This section states: "when approximately 15 minutes of battery power are left, a yellow battery advisory will light on the system controller and an audio beep will sound once every four seconds. This advisory indicates that the batteries should be changed." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the emergency room due to abdominal pain, worsening leg swelling and decreased urine output. The patient underwent diuresis with bumex as well as milrinone drip for acute kidney injury. Bumex drip was increased from 0.5 to 2.0 and dopamine/metolazone was added on (B)(6) 2018 due to insufficient diuretic response. Milrinone was also increased on from 0.15 microgram/kilogram/minute to 0.175 microgram/kilogram/minute. A urine culture found klebsiella pneumoniae and the patient was started on ceftriaxone on (B)(6) 2018, which was discontinued on (B)(6) 2018. The antibiotics were changed to zosyn on (B)(6) 2018, which was discontinued on (B)(6) 2018. Further urine cultures did not show traces of bacteria. A right heart catheterization done on (B)(6) 2018 showed elevated right sided pressures and the volume overload was deemed to be right heart failure related. Milrinone was discontinued on (B)(6) 2018 after improvements to urine output and resolved volume overload. The patient had dark urine in placed foley catheter. Their creatinine value was found to be 3.6 from 2.6 at baseline. The patient was started on continuous veno-venous hemofiltration after an episode of hypoxia on (B)(6) 2018. Continuous veno-venous hemofiltration was stopped on (B)(6) 2018 after urine output improved and creatinine remained stable at 1.4 with no further indications for dialysis. Upon interrogation by the healthcare provider, there were low voltage alarms, but a log file analysis showed no unusual events.